Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aorta using conformable gore® tag® thoracic stent graft with active control system and gore® dryseal flex introducer sheath. During advancing the gore® dryseal flex introducer sheath from the right side, reportedly there was strong resistance. The conformable gore® tag® thoracic stent graft with active control system was implanted as planned. After the sheath was removed, it was observed that the contrast dye was leaking outside of the artery. A gore® viabahn® endoprosthesis was implanted in the right external iliac artery. But the blood leakage continued. So, second gore® viabahn® endoprosthesis was implanted and it was confirmed the blood leakage was stopped. The right common iliac artery (rt cia) dissection observed as well, but the physician decided to monitor rt cia dissection. The patient tolerated the procedure.